Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. During the procedure, the reamer fractured. A delay of more than thirty minutes occurred as the surgeon extracted the reamer from the patient.

Manufacturer narrative:
Examination of returned device found fracture features suggest a multiple-origin ductile fracture.(B)(4).

Event description:
Patient underwent total hip arthroplasty on (B)(6) 2010. During the procedure, the reamer fractured. A delay of more than thirty minutes occurred as the surgeon extracted the reamer from the patient.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B)(4)